Event description:
It was reported that the customer experienced an elevated blood glucose level of 537 mg/dl. Cause was not known. The customer addressed the high blood glucose level with a correction injection via mdi and did not require third-party assistance. The customer successfully resumed insulin delivery.